Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The device punctured the mesenteric vein as it was inserted into abdomen immediately the camera screen turned red. Pressure held for 5 minutes to control bleeding. At site of puncture, surgeon noticed the formation of a hematoma. Surgeon completed surgery laparoscopically. Patient was transferred to another facility for observation. CT scan performed and was negative for abnormalities.